Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06179 and 1627487-2015-06180. It was reported the patient was experiencing autoreducing and invalid impedances from her supra-orbital scs leads. Surgical intervention took place (B)(6) 2015, at which time, the patient's right scs lead was explanted and replaced as the lead was found to be completely fractured. Effective stimulation was reportedly restored postoperative. As it is unknown which lead was involved in the reported event, all possible lots are being reported. The patient also reportedly experienced discomfort at the ipg site (reference MFR. Report #1627487-2015-06177) that was also addressed during surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.